Event description:
It was reported to nova biomedical that the consumer received two "hi" readings, (greater than 600 mg/dl) on his blood glucose meter. The consumer reported that he could not remember if he administered any insulin or oral medication based on these results. The consumer was also unable to report the times of his "hi" results. Subsequently, the consumer experienced a hypoglycemic event, waking up on the floor. He then called for medical intervention and when the emts arrived they tested the consumer using their unknown brand of glucose meter, getting a result of 49 mg/dl. The consumer was transported to the emergency room for treatment.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test could not be performed while on the line, the consumer had expired control solution, ((B)(6) 2009). The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.